Manufacturer narrative:
The reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. Lot history review was conducted and no nonconformities were identified have contributed to the reported complaint.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that, on an unspecified date, a spinning spiros¿ closed male luer generated a leak during patient use. It was reported that the spiros were leaking after prepping our 5ml/hr infusor bottles. The customer further stated that the bottles were sitting for 1-1.5 hours before noticing, but they had a couple of leaks in less than an hour, too. They also have had previous messaging about leaking occurring when bottles were made more than 2-2.5 hours in advance. There was no patient harm reported.